Event description:
The original report stated that the catheter could not calibrate the svo2 (in-vitro), even after changing the vigilance ii monitor. There were no patient complications reported.

Manufacturer narrative:
One catheter was received without the syringe or packaging. The catheter body appeared to be in good condition. Visual examination found the balloon bonds had failed on the distal and the proximal bonds; adhesive was visible at the bond sites. The gate-valve seal appeared to be soft and when the slide lock was moved the seal smeared. The gate-valve was also found to leak from around the seal when the inflation lumen was pressurized. One of the eeprom checksums did not match. The thermistor read 37.1c when submerged in a 37.0c water bath. Thermistor temperature reading accuracy is +/- 0.3c, per vigilance manual. The catheter passed in-vitro calibration, transmission and x-talk testing. All thru-lumens were patent and did not leak. Additional engineering evaluation found that the result of the search points (eeprom data) indicated that this unit was processed at some point in time from 2005 to (B)(4) 2008, indicating that this catheter would be beyond the use before date. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Although we have confirmed significant defects are present on the returned unit, there was no evidence of a manufacturing nonconformance found during the evaluation. Review of the available information suggests the catheter had been re-sterilized. All swan-ganz catheters are labeled for single use only. No actions will be taken at this time.